Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n396572. Implanted: (B)(6) 2013, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that while stimulation was turned on the patient stated that they were having some ¿issues¿ and they wanted the manufacturing representative to meet them at their appointment on (B)(6) 2013. The patient stated that they ¿did not think the leads were right in their back and [the patient] was not getting stim to the whole lower part of their back unless [the patient] leaned forward.¿ it was noted that when the patient stood up straight they could only feel it in the ¿arch of their legs.¿ the patient stated that it had been going on for ¿a while, for at least a month.¿ the patient wanted the manufacturing representative to call them about the upcoming appointment. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.